Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure in the last week, the clip applier cut before it clamped and was not stopping the bleeding. Case completed with harmonic to seal the vessels. There were no patient consequences. No additional information was available.